Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced inner distal set-up joint (suj) for failure analysis (fa). Fa was able to confirm the issue via system logs but was not able to reproduce issue in-house. Fa installed the unit on the psc fixture test platform (pftp) and the unit passed all tests.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned and evaluated by the failure analysis team on (B)(6) 2023. The usm was tested on an in-house system in normal mode where there was a triggered 23087 error. The unit was also tested on a psc fixture test platform (pftp) where the sine cycle failed with a 23087, 0x4 error code. Upon physical inspection, the fru connector pogo-pin (fcp) printed circuit assembly (pca) was determined to have a bent pin. As a fix, the fcp pca will be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced inner proximal set-up joint (suj) for failure analysis. The suj was returned due to error code 319. The error was confirmed via system log review; however, not replicated during in house testing with a known good da vinci system. As part of preventive measure, parts were proactively replaced. After replacement, the suj was verified as ready for use.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the site called after the procedure to report that errors had repeatedly occurred during the procedure. The site repeatedly selected "fault recover" to continue and completed the procedure. The intuitive technical support engineer (tse) reviewed the system logs and confirmed the reoccurrences of previously reported error 319 reported on universal surgical manipulator (usm) 4. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with nurse and obtained the following additional information regarding the reported event. The system functionality is usually not checked upon powering on the system. No errors were present when the system was initially powered on. The customer had contacted the technical support for help with troubleshooting. The site disabled the arm (usm) and continued by pressing the fault to recover. The site moved forward with arms 1, 2, and 4. The port incisions were not increased, and no additional ports were placed. There was no injury to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm), distal set up joint (suj), inner proximal suj inner, flex 4, flex 2/3, and multiple fiber optic cables to resolve the problem. The system was tested and verified as ready for use. Isi received da vinci products involved with this complaint to perform a failure analysis. Flex 4 and flex 2/3 were received. A return material authorization (RMA) was issued to evaluate the other intuitive surgical, inc. (Isi) devices. The flex 4 was analyzed and communication errors were confirmed but not replicated. In the logs, 31226 and 31199 communication errors were seen. The unit was installed onto failure analysis's (fa) system and started up in normal mode without triggering any faults or errors. The unit was left to idle for 2 hours, but no issues were found. Further investigation showed no signs of any kinks or damages on any of the cables. The flex 2/3 was analyzed and reported error was replicated. During testing, one of the fiber lines was not able to pass light through using a flashlight. Further investigation found the fiber cable to be pinched and damaged.